Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that the up arrow, down arrow and ok keypad buttons were under responsive. It was noted that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 07/23/2014 with the following findings: visual inspection showed that the keypad cover was intact and free of damage; moisture was evident behind the display lens. The pump powered on properly, but with a blank display screen. The functionality of the keypad could not be checked due to internal moisture damage. The keypad cover was removed and no contamination was observed under the key contacts. A failed leak test revealed a leak at the display lens. The pump case was removed and evidence of moisture contamination was found on internal components. Unrelated to this complaint, the battery compartment was found to be cracked. Also unrelated to this complaint, the audio bolus button cover had a tear in the center.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.